Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s implant site hurt and had been hurting and a little tender since implant on (B)(6) 2016. The patient wasn¿t getting relief and was having accidents since the day after implant and also stopped feeling stimulation. The patient¿s stimulation was off, but they were at 0.0v, which would explain why they weren¿t getting symptom relief. The patient turned stimulation on, increased to 2.1v, and it felt comfortable. The patient was going to monitor their symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the pain at the implant site has not been resolved, and it is the same as during the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they could not feel their device anymore. The patient synced with the implant using their patient programmer (pp) and noted that the pp showed that stimulation was off. The patient turned the therapy on and stated that they could feel the stimulation but it was like it was barely there. The patient confirmed that they were feeling the stimulation in the correct location and increased. The patient stated that it started to feel like their toes were curling as they were increasing stimulation. The patient noted that they had experienced this sensation before and believed that they had hit a wrong button. The patient reported that they had difficulty getting out of it for a minute and confirmed that decreasing stimulation resolved the issue during both occurrences. The patient stated that they were feeling stimulation in the bicycle seat area on the right side at a comfortable level and was advised to follow up with their healthcare professional (hcp) if the problem did not resolve. It was indicated that it was unknown if the change in symptoms/therapy was sudden. No further complications were reported or were expected.